Event description:
The customer reported that the system failed to calibrate or track. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an over the phone eval. The svc rep had the customer shut the system down fully, wait five minutes and then reload the pt scan, reattach the transmitter cable and then the receiver pack. The customer reported that the system is now operating as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.